Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. E. 1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. H6: investigation: component code and type of investigation codes were updated accordingly based on the completed investigation. H.11 the demise outcome is associated with the impella cp capture under complaint file (B)(4). The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Per the report, on the day of the impella implant, the patient had tinged urine with cause unknown and was given four units of packed red blood cells with no resolve. The cause of the hemolysis was not determined as the product was not returned, data logs were not recovered, and there is insufficient clinical information.

Event description:
The complainant reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device followed by an impella rp flex device for bipella mechanical circulatory support and following bipella implant, the patient began to develop hemolysis. Four units of blood were given to treat the condition. The following day, the patient was diagnosed with ischemia in both extremities. Lactic remains elevated, contributing to limb ischemia. The impella cp pump was removed, a fasciotomy was performed, and the patient was escalated to impella 5.5 support, which was placed with some difficulty. Support ramped up and position was stable. Later that same day, the physician believed that the right leg was dead. Additional intervention was not performed however. Also, it was noted the belly kept getting bigger, a lot of blood seen around the liver on transesophageal echocardiogram. It was noted at that said time, there was no plan for any intervention. Due to the patient's prognosis, care was withdrawn and the patient expired.

Manufacturer narrative:
Given the details of the event, there is not enough evidence to exclude the impella cp as an associated factor in the patient's demise outcome. Hemolysis along with limb ischemia present that progressed and along with vascular surgical repair related to the impella cp device removal. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.